Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient having slight pain and instability. The surgeon replaced a posterior stabilized (ps) insert with a 13mm ps constrained liner.